Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly midjoint was retracted proximal to the introducer sheath friction lock, with the distal detachment tip (ddt) just inside the proximal end of the introducer sheath. The introducer sheath had blood inside and was ovalized approximately 36.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and damaged approximately 36.0 cm from the proximal end of the introducer sheath. Conclusions: evaluation of the returned device revealed the introducer sheath was ovalized and the embolization coil was damaged. This damage likely occurred due to forceful manipulation or handling of the ruby coil during preparation for use. The ovalized introducer sheath and damaged embolization coil likely contributed to the inability to advance the ruby coil out of its introducer sheath. Further evaluation revealed the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The introducer sheath friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the ruby coil mid-joint. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the ruby coil. Ruby coils are 100% visually and functionally inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a coil embolization procedure, the hospital staff was only able to advance a ruby coil a few centimeters into its orange introducer sheath. The ruby coil did not advance into the other manufacturer's microcatheter. Therefore, the ruby coil was not used for the procedure and never entered the patient's body. The procedure was completed using two new ruby coils.